Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and identified the cause of the leak as a failure inside the bsv (blood sampling valve). The fse replaced the bsv and all associated tubing to resolve the leak. (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. There was a fluid leak during backwash of the manual probe on the instrument. The volume of the leak was 1 to 3 ml and the leak was not contained. The customer was wearing personal protective equipment of gloves and a lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.